Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of returned product.

Event description:
Brush head fell apart in mouth / the head, metal pin loose in mouth [device breakage], no adverse event [no adverse event]. Case description: report source: non-event - spontaneous. A wife reported via e-mail on (B)(6) 2017 that her husband of unspecified age was just brushing his teeth with an oral-b rechargeable toothbrush, version unknown, and the oral-b brushhead, version unknown fell apart in his mouth. The wife elaborated that the head, metal pin were loose in his mouth. No symptoms developed. Relevant history: none reported. No further information was provided.